Event description:
When the catheter was removed form the catheter sheath for a procedure, the physician felt resistance and the catheter appeared with no shaft. The shaft was torn off in the catheter sheath.

Manufacturer narrative:
The catheter was analyzed by manufacturing engr, r&d, regulatory and quality. A 5-6mm section of the distal end of the catheter was separated from the remainder of the distal tip. The separated portion of the tip had a 1-2mm plug of blood coagulated in the distal end. The break point displays evidence that the distal end was pulled; the material stretched, snapped and sprang back causing an accordion appearance at the broken edges. The guide wire was also returned. It did not display any abnormalities. It was not kinked and moved freely throughout the catheter as well as through the separated portion of the distal tip (after the blood was removed.) It is possible that dried blood caused the catheter to stick on the wire. All evidence indicates that the catheter met specification. The IFU states 'clean guide wire and flush catheter thoroughly with heparinized saline before and after each insertion.' Although the device did not cause or contribute to an injury, there could be potential for injury should the event happen again. This report is being sent as a notification.